Event description:
It was reported that during testing the pump fails accuracy +16.5%. No patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the sample was all intact upon receipt. Functional evaluation included running the pump for 2 minutes, 30.34 seconds and the pump alarmed after 2 minutes, 30.32 seconds. A battery loss alarm test was performed and passed. After running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Fluid ingression was found on the pump by the chassis base of the expulsor, which damaged the expulsor gasket causing the inconsistent delivery issue. Results: the customer reported problem of failing accuracy at plus 16.5 percent was duplicated during the course of the investigation. Root cause of the reported issue was attributed to customer induced fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: no.